Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings:during a visual inspection of the pump, the battery cap threads were observed to be damaged. A test battery cap secured properly to the pump. No damage was found to the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged and the battery cap was unable to be secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.